Event description:
It was reported that the patient experienced a syncopal episode that led to a fall and fractured hip. She was admitted to the hospital and was being monitored. Noise was noted on the right ventricular lead and lead impedance trended downward since implant, (bipolar) was 342 and (unipola) 256. It was also noted that the patient was in complete heart block.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.